Manufacturer narrative:
(Approximate age of device - 77 days): corrections. The patient remained ongoing on lvad support until approximately 1 month, 14 days after this reported event when the hospital made a decision to exchange the patient's lvad to another lvad (reference MFR medwatch report # 2916596-2014-00377 for the pump exchange event including the return and evaluation of the explanted device). Thrombus was confirmed during the evaluation of the explanted pump. Visual examination of the returned device prior to disassembly revealed no evidence of depositions or thrombus formations on the proximal side of the inlet stator; however, the distal side of the outlet stator did reveal evidence of thrombus formation within the pump. The examination of the pump upon disassembly revealed a deposition surrounding the bearing ball within the proximal side of the outlet stator. This clot¿s lack of laminated layering indicates that it did not initially form in the outlet stator. While the origin of this deposition could not conclusively be determined, its areas of denaturation adjacent to the bearing ball, as well as the contact marks observed at the distal end of the rotor, suggest that it was present while the pump was supporting the patient. Although the specific cause for the formation of this clot could not conclusively be determined through this evaluation, it could have contributed to the reported transient power elevations that were confirmed based on the information captured in the patient's historical log file provided to the manufacturer for analysis at the time of the event. Upon removal of the observed deposition, the pump was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt came into clinic and they continue to be concerned with power elevations and power spikes and how the system controller is performing. Lactate dehydrogenase (ldh) stable at 300-500 and no clinical signs of hemolysis.

Manufacturer narrative:
The pt remains ongoing with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.